Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 4 cubie was failed to open, customer tried to recover and reboot the station however the efforts were unsuccessful and customer had plugged and unplugged the cables, but the action had not resolved the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies had failed in enhanced half-height cubie drawer 2.1. A field service engineer (fse) removed the defective and faulty cubie pockets to resolve the issue. The med station had not been fully operational. Then, the pharmacy technician installed and loaded new pockets. The technician successfully recovered access multiple times. The system functioned as intended after the field service engineer had repaired the device.